Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer's family member reported the customer received a high reading of 300 mg/dl while experiencing symptoms of hypoglycemia. The paramedics were called and upon arrival obtained a reading of 22 mg/dl on their meter. They transported the customer to a local hospital where she was treated with unknown intravenous solution to bring her blood glucose up. However, no diabetes-related diagnosis was reported. The caller also reported that the customer was diagnosed with and treated for kidney failure and staph infection. It should be noted that upon evaluation of the freestyle meter, it was discovered that meter was not properly calibrated. The abbott diabetes customer service educated customer how to properly calibrate their meter. There was no report of death or permanent impairment.